Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2397, awareness date 03-nov-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer reported that on (B)(6) 2015 she had to have a hysterectomy because of complications with essure. With essure, she suffered with swelling every day and pain caused by just waking up and getting out of bed. She could no longer play with her kids and was hoping that with essure removal at that last procedure she would be able to do it. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2011 and on (B)(6) 2015 she had to have a hysterectomy because of pain (regarded as pelvic pain). This event is serious and listed according to reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since a hysterectomy was performed, this case is regarded as incident. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.